Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the dentist noted the chief complaints are moderate to severe pain upon chewing, discomfort, and pain upon chewing. The teeth are in constant movement and the patient is unable to use the occlusal appliance that was custom fabricated before starting byte treatment. The loosened periodontal ligament is also contributing to the pain and has made the teeth slightly mobile. There is evidence of root resorption due to movement and concerned posterior roots are in general short. Therefore, the dentist is advising to stop treatment immediately due to the adverse effects of the orthodontal treatment and to fabricate a new appliance to help settle the bite. Patient initials: (B)(6). Gender: female.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.